Event description:
It was reported that the biomed stated twice during calibration that the arctic sun device gave a non recoverable alarm 80. Mss verified that this was now three separate times this alarm had occurred within 2 days. Biomed stated this was indicative of a problem with the microprocessors or the input/output board. The device was under platinum service plan, so they stated they would ship a loaner and bring the device back to the depot for repair and investigation. Biomed needed assistance trouble shooting as the device gives an error 80. It was noted that the alarm 80 was not a calibration error 80. As per the information received on 01apr2022, the device had no patient involvement during the reported issue. As per the sample evaluation, it was reported that the arctic sun unit had a broken side panel and it was replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the biomed stated twice during calibration that the arctic sun device gave a non recoverable alarm 80 . Mss verified that this was now three separate times this alarm had occurred within 2 days. Biomed stated this was indicative of a problem with the microprocessors or the input/output board. The device was under platinum service plan, so they stated they would ship a loaner and bring the device back to the depot for repair and investigation. Biomed needed assistance trouble shooting as the device gives an error 80. It was noted that the alarm 80 was not a calibration error 80. As per the information received on 01apr2022, the device had no patient involvement during the reported issue. As per the sample evaluation, it was reported that the arctic sun unit had a broken side panel and it was replaced.